Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. All operating currents were within specification. The motor passed the motor test. No motor error, failed battery, weak battery alarms or blank display noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings, failed battery test, weak battery and blank display from the insulin pump. The customer's blood glucose reading was 371 mg/dl. The customer stated that the pump went blank after a failed battery test. The customer also reported a motor error alarm. The customer reported the drive support cap to appear normal. After troubleshoot, the customer did not receive failed battery test. The insulin pump will be returned for analysis.